Event description:
It was reported the patient lost stimulation approximately a month ago and is unable to communicate with the charger. A replacement charger was unable to resolve the issue. A check with the patient programmer showed 2501 communication error. A sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified, the patient's ipg was replaced with a new one.